Event description:
The customer reported that the abl80 flex (with basic software) analyzer gave a low result for pco2 of 20 mmhg which was not consistent with the pt's condition. After changing the solution pack and the sensor cassette the analyzer gave a result of 34.7 mmhg for the same blood sample. No patients were affected by the incident. The doctor didn't trust the low result and accordingly the result was not used.

Manufacturer narrative:
Data logs from the analyzer have been investigated and they did not indicate any problem. It has been requested that the solution pack and sensor cassette will be returned for investigation. (B)(4).